Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast reconstruction revision with a mentor smooth round moderate plus profile 425cc saline prosthesis experienced left sided change in shape and itching, and bilateral burning sensation post procedure. The patient stated she is having skin irritation, creating a rash from the side of the left breast to the bottom of the breast and the itching starts in the nipple area and it works to the bottom of the breast and then to the side of the left breast. The upper side of the left breast is not the same as the right and especially a difference at touch. Patient mentions having a burning sensation on both breasts. And heaviness of the implants. Patient also mentioned about the left breast shape has completely changed in comparison to the right one. Patient has not consulted with any physician regarding these issues. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.